Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated there was an issue with the connection of their lead pins at their last implant. The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.